Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18598355/18659328.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that patient had discomfort and pain with palpation at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.